Event description:
On (B)(6) 2013, it was reported that the patient has a progressively increased heart rate that eventually resulted in svt (supraventricular tachycardia) weeks after the vns was turned off. The patient was noted to have recovered fine. The patient¿s identity was not provided. No further information has been received to date.

Event description:
It was reported that the device was programmed off and the patient began experiencing tachycardia. The patient was admitted for monitoring. It was reported that while admitted the patient began experiencing a heartrate in the 200s. It was reported that the patient began experiencing respiratory distress and by day ten of the device being off an increase in seizures. It was reported that the patient was placed on cardiac medications and the vns device was programmed back to on. The physician does not believe that the issues were caused by the vns, but due to the loss of the therapy. The physician reported that the device was programmed off on (B)(6) 2013 for the eeg monitoring and that the patient began experiencing sinus tachycardia (heart rate approximately 100-140 bpm) within a couple of days. The physician reported that after four cluster seizures on (B)(6) 2013 the patient had symptomatic supraventricular tachycardia (heart rate 180-200 bmp) for three minutes. The physician reported that the heart rate was sinus rhythm for a few minutes after the last seizure. The physician reported that the patient is now doing fine. The physician reported that the supraventricular tachycardia may have had a contribution from the vns being off for ten days, but there are multiple possible causes for the event. The device was programmed back on (B)(6) 2013 and diagnostics were normal. The physician indicated that causal or contributory programming or medication changes preceded the onset of the event and that the patient does not have a medical history or the event prior to vns.